Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The rrt was cleared with a software update and the device remains in use. No patient complications have been reported as a result of this event.